Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 14, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately erratic. The patient claimed to test her blood glucose 10 times a day. She takes "humalog" sliding-scale insulin based on her meter readings during mealtimes. She also takes an unspecified set dose of "lantus" insulin at night. The patient felt as though the meter had been reading inaccurately erratic for about 1 month. The patient went to an emergency room on april 14, 2007, since she had been experiencing symptoms of "blurred vision" and feeling "thirsty and sweaty" for 3 consecutive days. During those 3 days, the patient had not trusted the meter's readings. Due to the erratic readings, the patient did not know how much sliding-scale insulin to take and therefore, decided not to take any "humalog" insulin at all. However, the patient continued to take her evening doses of "lantus" insulin as prescribed. The patient mentioned that she would get a reading of "240 mg/dl" and then 2 minutes later, a reading of 540 mg/dl." In another instance, the reporter mentioned that the patient got a reading of "399 mg/dl" and within seconds, got readings of "400 something" and then "500 something." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In the ER, the patient's blood glucose was tested on an unidentified meter and a result of "200 mg/dl" was obtained. The patient was not given any medical treatment. Prior to the event, the reporter mentioned that the patient's normal blood glucose readings were in the "200's" mg/dl. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter was coded properly and the test strips were in good condition. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient alleged she obtained meter readings that did not meet lifescan's criteria for precision testing, modified her medication regimen by not taking her sliding scale insulin and developed symptoms suggestive of hyperglycemia.